Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Related manufacturer reference number: 3006705815-2022-16364. It was reported that the patient lost therapy due to high impedances. Additionally, the patient¿s ipg was turning off at times during spring 2022. As such, surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.